Manufacturer narrative:
This report is submitted on september 20, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient was treated with oral antibiotics and topical steroids (date and duration not reported) due skin irritation which appeared on the pinna and forward onto the face.